Event description:
It was reported that while attempting to remove a clot at the arterial anastomosis, the catheter was pulled through the anastomosis and the balloon came off. The balloon was retrieved from the pt using a clot sucking catheter. No permanent pt injury reported as a result of this event.